Event description:
Battery has in fact ¿burst open.¿ you can see a tear in the toothbrush and the battery is visible - oral-b [device battery explosion]. Case narrative: a parent via e-mail reported that the battery in her son¿s oral-b toothbrush, type 3708 had burst open and there was a tear in the toothbrush and the battery was visible. No injury was reported.

Manufacturer narrative:
17-jun-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Battery has in fact "burst open". You can see a tear in the toothbrush and the battery is visible - oral-b [device battery explosion]. Case narrative: a parent via e-mail reported that the battery in her son¿s oral-b toothbrush, type 3708 had burst open and there was a tear in the toothbrush and the battery was visible. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.